Event description:
During a retrospective review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A friend of (B)(6) y/o female pt contacted zoll to report that the pt was at the emergency room with blue gel on her. The pt was going to church and to the store, but the device alarmed saying the treatment was delayed. The pt does not remember much about what happened. The pt has two hematomas on her cheek and chin. The pt also has a bloody lip and her face is swollen. The pt said that she has been treated before by the lifevest and the device did not make the same siren alarm sound as it had previously when it treated her, but the device did say that the treatment had been delayed. The pt does not know how she acquired the injuries, but she is attributing them to the lifevest. The pt's friend claims that the pt was pale and sweaty and did not look good. Dual lead noise and artifact contributed to the false detection. The response were not pressed during the entire event. It is unk if the pt was conscious or not at the time of the treatment.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. The monitor and electrode belt were both fully functional upon receipt. Monitor sn (B)(4) - reuse. Electrode belt sn (B)(4), manufacture date: (B)(6) 2013 - initial use.